Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the device had leak failure occurred. Thus, the customer returned the device to olympus without completed reprocessing. The following is included in the instructions for use (IFU): there is a reprocessing manual for cyf-vh, and it describes the reprocessing procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cysto-nephro videoscope channel mount unit had foreign objects. There were no reports of patient involvement.